Manufacturer narrative:
Due to indication of item not fitting in drilled hole during surgery, occurrence was determined to be reportable to the FDA.

Event description:
Fixation device would not stay inserted in drilled hole.